Event description:
String for bag of 15mm endocatch broke while trying to retrieve specimen. Another endo catch was opened to complete procedure. Manufacturer response for specimen retrieval pouch, endo catch ii (per site reporter): manufacturer provided rga# and shipping container for product return evaluation.